Manufacturer narrative:
(B)(4).

Event description:
According to the reporter the bravo recorder does not have any data to download. It is not known if a repeat procedure will be performed. There was no harm to the patient or user.